Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate was +240 units, then it read +120 units, then went to +180 units. During troubleshooting with tandem technical support (cts), it was confirmed that the total amount of insulin that the customer filled the cartridge with was 18.23 units; however, the customer stated the insulin gauge displayed 27 units. Cts educated the customer that it can be normal for the pump to change the plus value as it is simply an estimate. Cts educated the customer that based on the data from the t:connect logs, the pump is confirmed to be functioning as intended. There was no known impact to the customer's blood glucose level.